Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported neurological deficit/ dysfunction and embolism are known adverse events as listed in the xact instructions for use (IFU). Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that approximately 2 hours post xact stent implantation in the left internal / common carotid artery, the patient experienced aphasia. The event was felt to be embolic and was treated with tissue plasminogen activator (tpa). Approximately 2 days post procedure, the event resolved. The patient remained hospitalized for observation and on (B)(6) 2011, the patient was discharged. Although requested, there was no additional information provided.